Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. An infusion set site change was performed and the occlusion alarms continued. The customer's blood glucose (bg) level was 286mg/dl and a correction bolus was delivered to address the bg level. A system check was performed and the pump performed as intended. During the system check, a new cartridge was going to be loaded and it was found that the customer was not performing the air removal process correctly. During the cartridge load process the customer became frustrated and did not complete the system check. During a follow-up, the customer's clinical diabetes specialists met with the customer and reviewed the load sequence with the customer.